Event description:
The customer complaints that when they withdraw the spinal needle from a pt, the needle was bent. The sample returned to smiths medical is a spinal needle which has two bends, 53mm and 66mm from the hub. The stylet is bent the same way showing that it was in the needle at the time.

Manufacturer narrative:
This is a retrospective report due to observation of FDA inspection conducted in (B)(4), 2012. We do not have info on brand name, model number, lot number, catalog number, and so on, because we are not an (B)(4) supplier.